Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their e- module. The first patient's initial hcgb result was 19.59 mui/ml and it was reported outside the laboratory. The doctor disagreed with the result and asked that it be repeated. The sample was repeated on another e-module, serial number not provided, and the result was 10000 mui/ml accompanied by a data flag. The sample was then repeated on the initial e-module with a 1:20 dilution and the result was 13061 mui/ml. On (B)(6) 2013, the second patient, a (B)(6) woman, had an initial hcgb result of 21.86 mui/ml and it was not reported outside the laboratory. The second patient's sample was repeated on the other analyzer and the result was 377.7 mui/ml. The repeat results were considered correct. The patients were not harmed by this event. The hcgb reagent lot number was 169563 and the expiration date was not provided. A liquid flow cleaning was performed on (B)(4). The calibration data at the time of the event was within range. The quality control was within range, but the customer used individual guide values and ranges and did not serve as a good quality indicator. There were no obvious indications of a reagent issue, but sub-optimal customer settings and handling were detected. Performance checks were within specification.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.